Event description:
During an incident involving patient experiencing difficulty breathing, this unit, with monitoring pads connected, shut d0wn after approximately 1 to 2 minutes. The unit was powered on again and the same thing happended. The patient was transported to a hospital.